Event description:
Customer reported observing low diluent/sample in wells c7,f7 and g7 when performing an elisa assay (type not provided by customer) when using ortho summit. No error message was generated by the instrument. An fse was dispatched and noted that the number 7 collet sleeve was out of position and was dirty. Fse replaced the collet sleeve and compression spring. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.